Manufacturer narrative:
. A5: (B)(6). E1: phone = (B)(6); hospital name = (B)(6). H3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transjugular intrahepatic portosystemic shunt (tips) procedure, specifically involving the space between the portal vein and inferior vena cava, an advance 35 lp low profile balloon catheter¿s balloon leaked. A cook angiographic catheter was inserted into abnormal esophageal and gastric varices, which were embolized under fluoroscopy, via slow injection of gelatin sponge particles. The complaint device was then placed over an unspecified wire guide; however, the balloon leaked upon the first inflation. Reportedly, the balloon was inflated for thirty seconds to eight atmospheres. Blood was not noted in the inflation device. The balloon was not inflated within a stent or within a calcified area prior to the leak. The complaint device was removed, and another device of the same type was used to complete the procedure, during which embolization coils and covered vascular stents were used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.